Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned

Event description:
It was reported that occlusion alarms occurred. Customer changed pump supplies to address the issue. Customer's blood glucose level was "high", specific value was not provided. Customer changed sites to address high bg.